Event description:
It was reported that lead breakage was detected in 2006; no pt symptoms or diagnostic eval were provided. The lead was replaced and the pt received adequate therapy control; the physician stated she did well "in terms of tremor control."